Event description:
"On (B)(6) 2014 at the (B)(6) it was reported that the venous probe on the cardiohelp-I serial number (B)(4) failed to read values once the patient's svo2 dropped below 40 and even after it returned to levels above 40. The user switched to using the viper system to get sv02, hgb and hct values. Reference complaint (B)(4)".

Manufacturer narrative:
"(B)(4). The device was evaluated in the engineering laboratory and the reported problem could not be reproduced. The venous probe performed as specified wherein if the oxygen saturation level (svo2) falls below 40% the display shows '--' and displays the value when the svo2 is in the range of 40%-100%. Reference complaint (B)(4)".